Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy test to chromium positive") in a 44-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), 2 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: chromium: positive. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: this case will be deleted from bayer pv database. Nullification reason: duplicate case was identified with f/u information - during a cluster reconciliation and following confirmation from the local health authorities, this case was identified as a duplicate of case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy test to chromium positive") in a (B)(6) female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), 2 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: chromium: positive. Further company follow-up with the consumer or lawyer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.